Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a routine generator change. Upon interrogation prior to the procedure, the patient's right atrial lead was found to have over-sensing of noise. Corrective programming changes were made on (B)(6) 2021. The patient was in unknown condition.